Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cassette ejection alarm occurred. This occurred during infusion. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
One device was returned for analysis of complaint that a cassette ejection alarm occurred. Service history review identified the complaint was not related to a previous service of the device within the review period. A "no disposable" alarm was recorded in the event log multiple times. The reported problem was confirmed. The root cause of the event was an anomaly in the upstream occlusion (uso) sensor and the downstream occlusion (dso)sensor. The sensors were replaced. The device passed all functional tests post repair.